Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the supplies to resolve the blockage. Customers blood glucose. Was 274 mg/dl. Customer reverted to using an alternative method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.